Event description:
A pump malfunction was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support (cts) provided assistance for resetting the pump, and after the reset, the malfunction did not recur. The customer was informed they could continue using the pump and advised to report if the issue occurred again within 24 hours.